Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon used a ks-3ai, 18.0 diopter preloaded injector and prior to implantation, the iol became stuck in the cartridge. There was no patient contact and the backup lens was used.

Manufacturer narrative:
Additional data: device evaluation: product evaluation found device returned in device tray. Visual inspection found cartridge tip damaged. The cartridge tip has a tear. Product evaluation found lens returned dry in a small vial. Visual inspection found no visible damage to lens, but there is clear surgical residue on lens surface. The lens was returned detached from the injector. Work order search: no similar complaints were reported for units within the same lot. Corrected data: cataract is incorrect, there was no cataract reported. (B)(4).